Manufacturer narrative:
Device history records review was conducted. The report indicates that the: part #03.226.004 / lot# 2581132, manufacturing site: (B)(4), manufacturing date: 26. May 2010. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 09 october 2017, per the hospital, no retained metal in patient,the procedure was successfully completed and there were no patient harm.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: the evaluation has shown that the tip at the forefront of the screwdriver is broken off as complained. The remainder of the stardrive is in a used condition, the laser etching is faded from often reprocessing, but still readable. The relevant dimension cannot be verified anymore due to the damage. Therefore, the manufacturing documents were reviewed and they show that the production procedures were per the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured harness was within the specification. The broken surface is homogenous what indicates material conformity as well. Based on these findings and as the device is older than 7 years a manufacturing related issue can be excluded. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that a mechanical overloading situation, for example lateral stress, which would explain the diagonal fracture face, has caused the breakage. No product related issue could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screwdriver shaft broke while inserting a screw into the patient during a surgery on (B)(6) 2017. They were able to find a standard screwdriver which fit and could therefore complete surgery. The surgery was prolonged to an unknown time. No information available about patient condition and outcome. Concomitant reported device: screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) cannulated stardrive screwdriver shaft for 3.0mm hcs t8 this is report 1 of 1 for complaint (B)(4).